Manufacturer narrative:
Investigative actions will not be taken because the device has not been returned by the customer for evaluation despite multiple attempts to have it returned from the customer. Device not returned by client.

Event description:
The customer site was testing the emu40 device in a biomed workshop to perform troubleshooting when the operator noticed a burning smell. The device did not make contact with the patient, and no person was injured in any way.